Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a yellowish tint and was not white balancing. The issue was found during a diagnostic cystoscopy procedure that was completed with the same set of equipment. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color on image and unit failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: yellowish tint and is not white balancing is due to faulty charged coupled device. The most probable cause of the malfunction (unit failed water leak test) was due to crack in video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.